Manufacturer narrative:
"On (B)(6) 2020 the lens was exchanged with a same size different diopter lens due to refractive surprise and blurred vision." H6 - health effect - clinical code: 2137 blurred vision should be added to the initial MDR. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens -6.5 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).